Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid "40 or 50 mg" and the dose was unknown via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and chronic/intract pain (trunk/limbs). A change in therapy effect was reported. The patient had a magnetic resonance imaging (MRI) in the last three months and the reason was because of nerve damage that occurred when she had the pump implanted on (B)(6) 2015. She has had six procedures and two mris to try to help with her nerve damage in her back and right leg. She was not able to lay down flat so she was given a bolus with the 8840 prior to the MRI. The patient had no relief after the MRI was done and 10-11 days afterwards the pump was reprogrammed and then she felt better. It was unknown what kind of programming happened. Her nerve damage was still not resolved. The situation was being addressed by the healthcare provider (hcp) and the nerve damage could "last 2-10 years".